Event description:
Customer reportedly received the following results on the compact plus system within 10 mins: 251 mg/dl & 130 mg/dl. 391 mg/dl & 131 mg/dl. The comparisons were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.